Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A year ago, the battery longevity was at two and a half years and since then it has decreased. Boston scientific technical services (ts) suggested to return the device for analysis. As of the moment, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A year ago, the battery longevity was at two and a half years and since then it has decreased. Boston scientific technical services (ts) suggested to replace and return the device for analysis. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A year ago, the battery longevity was at two and a half years and since then it has decreased. Boston scientific technical services (ts) suggested to replace and return the device for analysis. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.